Manufacturer narrative:
(B)(4).date sent: 7/20/2026d4: batch #unkattempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent:was the device locked on tissue with the jaws closed? If yes, how was the device removed?what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?did the jaws eventually open?the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a99y2p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, it was observed that an advance sound was felt from the device when activated then it silenced without completing the complete cycle. According to the report, it was not possible to open the jaw so they activated the manual override handle as a first option but without success. They removed the stapler with the jaw closed from the fabric. Evidence showed that the device did not staple nor cut the target tissue. There was no patient consequence nor surgical delay reported. No additional information provided.